Event description:
The customer had reported false positive reactions caused by carry over. The customer assumed that a sample with a strong anti-d and anti-c had caused carry over during antibody screening. Fibrin residues at the tango optimo's probe that may have enhanced the tendency for carryover were reported and cleaned off. A rerun of the complaint sample at the customer site also yielded positive results for three out of five adjacent known negative saline-samples. A field service revealed no indications for any malfunction of the instrument. The complaint sample was not available to be retested at bio-rad medical diagnostics. The value of a redraw-sample from the patient is questionable since it is an oncology patient and biological parameters that may influence a sample to create a carryover might differ significantly from the original specimen. The correct function of the allegedly defective reagents were therefore proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.

Event description:
The customer had reported false positive reactions caused by carry over. The customer assumed that a sample with a strong anti-d and anti-c had caused carry over during antibody screening. The correct function of the allegedly defective reagents used were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. After sending our initial and final report on this incident to FDA, the patient sample that had caused false positive test results was transferred to bmd. Testing at bmd confirmed a carry-over event from the complaint sample into the first following sample occurring during sequential pipetting of different blood plasma caused by the tremendous antibody titre present in the complaint sample. This phenomenon may be enhanced due to shifted protein levels and/or drug treatment of the corresponding patient but has not been analysed into detail here. A contamination with antibodies could not be detected in the known negative donor sample that was processed right after the complaint sample during this investigation. Each pipetting step of individual samples is followed by a rinsing step of the corresponding needle resulting in a dilution of biological residues by approx. 1:1000. In general this dilution factor is sufficient to prevent a detectable transfer of material into the following specimen.

Manufacturer narrative:
This our follow-up and final report on this incident.

Manufacturer narrative:
This our combined initial and final report on this incident.